Event description:
It was reported that during a pulsed field ablation (pfa) procedure the patient experienced a heart block. During a procedure where a farawave 2.0 nav catheter was selected for use, the patient experienced an intermittent heart block which lasted for approximately 1-2 minutes. It resolved and did not reoccur. The patient was admitted for 24 hours observation to ensure a pacemaker was not needed. The patient was reported as fully recovered. No medical intervention was required. No device issues were reported. The device is not expected to be returned, it was disposed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Correction to initial MDR in block h6: device codes.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure the patient experienced a heart block. During a procedure where a farawave 2.0 nav catheter was selected for use, the patient experienced an intermittent heart block which lasted for approximately 1-2 minutes. It resolved and did not reoccur. The patient was admitted for 24 hours observation to ensure a pacemaker was not needed. The patient was reported as fully recovered. No medical intervention was required. No device issues were reported. The device is not expected to be returned, it was disposed.